Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain") and asthenia ("lack of energy"). The patient was treated with surgery (she wiil have surgery to remove the essure implant on (B)(6) 2018). At the time of the report, the pelvic pain, weight increased and asthenia outcome was unknown. The reporter considered asthenia, pelvic pain and weight increased to be related to essure. The reporter commented: need for additional surgery. Incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain: pelvic area") and menorrhagia ("abnormal bleeding, (menorrhagia)") in a 35-year-old female patient who had essure (batch no. 827923) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included condyloma, bacterial vaginosis, pap smear abnormal and loop electrosurgical excision procedure. Previously administered products included for prevent pregnancy: iud nos from 2005 to 2011. Concurrent conditions included hypertension since 2003, diabetes since 2014, overweight, cervical dysplasia and dysplasia. Concomitant products included enalapril, insulin aspart (novolog) and nortriptyline. On (B)(6) 2011, the patient had essure inserted. In october 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding, (vaginal)"). In january 2012, the patient was found to have weight increased ("weight gain") and experienced fatigue ("fatigue"), alopecia ("hair loss") and abdominal distension ("bloating"). On (B)(6) 2012, the patient underwent loop electrosurgical excision procedure ("surgery (other) type of surgery: leep"), 7 months 27 days after insertion of essure. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)/pain: painful intercourse"), back pain ("pain: lower back pain") and abdominal pain lower ("pain: lower abdomen"). In december 2013, the patient was found to have blood urine present ("blood in the urine") and experienced vulvovaginal mycotic infection ("yeast infections"). In october 2016, the patient experienced bladder disorder ("bladder problems or changes: unspecified") and urinary tract disorder ("urinary problems or changes: unspecified"). On an unknown date, the patient experienced asthenia ("lack of energy"), hypersensitivity ("allergic or hypersensitivity reaction") with swelling, pruritus and skin odour abnormal, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), dry skin ("dry skin"), pigmentation disorder ("spots in the face"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), diarrhoea ("diarrhea"), abdominal pain upper ("stomach pain") and rash ("rashes"). The patient was treated with surgery (she underwent ablation and she underwent total hysterectomy (uterus and cervix removed) (B)(6) 2014 bilateral salpingectomy (02). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, back pain and abdominal pain lower was resolving, the menorrhagia, asthenia, hypersensitivity, blood urine present, vulvovaginal mycotic infection, depression, dry skin, migraine, headache, allergy to metals, dysmenorrhoea, fatigue, diarrhoea, abdominal pain upper, bladder disorder, urinary tract disorder, abdominal distension and loop electrosurgical excision procedure outcome was unknown and the weight increased, vaginal haemorrhage, female sexual dysfunction, pigmentation disorder, nausea, vaginal discharge, alopecia and rash had resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, asthenia, back pain, bladder disorder, blood urine present, depression, diarrhoea, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, loop electrosurgical excision procedure, menorrhagia, migraine, nausea, pelvic pain, pigmentation disorder, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion; on 05-mar-2012: result: both fallopian tubes are occluded with the essure devices.. Concerning the injuries reported in this case, the following one/ones were reported in this case, the following one/ones were confirmed in patient's medical record: vaginal discharge and menorrhagia. Most recent follow-up information incorporated above includes: on 15-feb-2019: pfs received. Other hcp added. Race information added. Essure lot number added. Event added: bloating, rashes and surgery (other) type of surgery: leep. Event onset date were added. Event outcome added for: vaginal discharge and rashes. Medical history added. Concomitant medications were added. Lab data added. Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain: pelvic area") and menorrhagia ("abnormal bleeding, (menorrhagia)") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: iud nos from 2005 to 2011. Concurrent conditions included hypertension since 2003 and diabetes since 2014. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, 1 year 11 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)/pain: painful intercourse"), back pain ("pain: lower back pain") and abdominal pain lower ("pain: lower abdomen"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder problems or changes: unspecified") and urinary tract disorder ("urinary problems or changes: unspecified"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), asthenia ("lack of energy"), vaginal haemorrhage ("abnormal bleeding, (vaginal)"), hypersensitivity ("allergic or hypersensitivity reaction") with swelling, pruritus and skin odour abnormal, blood urine present ("blood in the urine"), vulvovaginal mycotic infection ("yeast infections"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), dry skin ("dry skin"), pigmentation disorder ("spots in the face"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), diarrhoea ("diarrhea"), abdominal pain upper ("stomach pain") and alopecia ("hair loss"). The patient was treated with surgery (she underwent total hysterectomy (uterus and cervix removed) (B)(6) 2014 bilateral salpingectomy (02) and surgery (she underwent ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, back pain and abdominal pain lower was resolving, the menorrhagia, asthenia, hypersensitivity, blood urine present, vulvovaginal mycotic infection, depression, dry skin, migraine, headache, allergy to metals, dysmenorrhoea, vaginal discharge, fatigue, diarrhoea, abdominal pain upper, bladder disorder and urinary tract disorder outcome was unknown and the weight increased, vaginal haemorrhage, female sexual dysfunction, pigmentation disorder, nausea and alopecia had resolved. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, asthenia, back pain, bladder disorder, blood urine present, depression, diarrhoea, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, pigmentation disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 8-nov-2018: this case is medically confirmed. Reporter information was added. This case concerns 36 year old patient. Her concurrent condition and historical medication was added. Lab data was added. Essure insertion and removal date was updated. Per plaintiff sheet following events: pain: lower abdomen, pain: lower back pain, hair loss, stomach pain, diarrhea, fatigue, vaginal discharge, dyspareunia (painful sexual intercourse)/pain: painful intercourse, dysmenorrhea (cramping), nickel allergy, headaches, migraines, nausea, spots in the face, dry skin, depression, apareunia (inability to have sexual intercourse), yeast infections, blood in the urine, allergic or hypersensitivity reaction, abnormal bleeding, (vaginal) and urinary/ bladder problems or changes were added. She was recovering from event: pain and recovered from events: weight gain, nausea/hair loss, vaginal discharge, rashes and inability to have sex.. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pain: pelvic area') and menorrhagia ('abnormal bleeding, (menorrhagia)') in a 35-year-old female patient who had essure (batch no. 827923) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included condyloma, bacterial vaginosis, pap smear abnormal and loop electrosurgical excision procedure. Previously administered products included for prevent pregnancy: iud nos from 2005 to 2011. Concurrent conditions included diabetes since 2014, hypertension since 2003, overweight, cervical dysplasia and dysplasia. The patient also had a family history of malignant female genital neoplasm nos and hypertension. Concomitant products included enalapril, insulin aspart (novolog) and nortriptyline. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding, (vaginal)"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain") and experienced fatigue ("fatigue"), alopecia ("hair loss") and abdominal distension ("bloating"). On (B)(6) 2012, the patient underwent loop electrosurgical excision procedure ("surgery (other) type of surgery: leep"), 7 months 27 days after insertion of essure. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)/pain: painful intercourse"), back pain ("pain: lower back pain") and abdominal pain lower ("pain: lower abdomen"). In (B)(6) 2013, the patient was found to have blood urine present ("blood in the urine") and experienced vulvovaginal mycotic infection ("yeast infections"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder problems or changes: unspecified") and urinary tract disorder ("urinary problems or changes: unspecified"). On an unknown date, the patient experienced asthenia ("lack of energy"), hypersensitivity ("allergic or hypersensitivity reaction") with swelling, pruritus and skin odour abnormal, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), dry skin ("dry skin"), pigmentation disorder ("spots in the face"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), diarrhoea ("diarrhea"), abdominal pain upper ("stomach pain") and rash ("rashes"). The patient was treated with surgery (she underwent ablation and she underwent total hysterectomy (uterus and cervix removed) (B)(6) 2014) bilateral salpingectomy (02). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, back pain and abdominal pain lower was resolving, the menorrhagia, asthenia, hypersensitivity, blood urine present, vulvovaginal mycotic infection, depression, dry skin, migraine, headache, allergy to metals, dysmenorrhoea, fatigue, diarrhoea, abdominal pain upper, bladder disorder, urinary tract disorder, abdominal distension and loop electrosurgical excision procedure outcome was unknown and the weight increased, vaginal haemorrhage, female sexual dysfunction, pigmentation disorder, nausea, vaginal discharge, alopecia and rash had resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, asthenia, back pain, bladder disorder, blood urine present, depression, diarrhoea, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, loop electrosurgical excision procedure, menorrhagia, migraine, nausea, pelvic pain, pigmentation disorder, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Colposcopy - on (B)(6) 2012: colposcopy single biopsy confirmed cin-1. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion; on (B)(6) 2012: result: both fallopian tubes are occluded with the essure devices.. Loop electrosurgical excision procedure - on (B)(6) 2012: fragments of cervix with chronic inflammation and fibrosis suggestive of previous biopsy changes. Negative for dysplasia or malignancy in the sections examined.. Smear cervix normal - on (B)(6) 2012: pap showed lsil, or low-grade sil. Concerning the injuries reported in this case, the following one/ones were reported in this case, the following one/ones were confirmed in patient's medical record: vaginal discharge and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.